Manufacturer narrative:
Review of the logfiles for the day of treatment shows no errors or any relevant warnings that could contribute to the reported event. During start-up of the system the vacuum, the energy and the ablation tests were performed. The logfile shows many successfully performed treatments; the related treatment cannot be identified. The review of the complete day shows no errors or any relevant warnings that could contribute to the reported event. The energy was stable during treatment day. Comparison of the z-offset at the treatment day and after the service request shows no difference of the z-offset -510m. So no technical root cause could be identified. During the on site visit, field service engineer (fse) performed an amp loop however this would not have an effect on the ablation depth. A full service test procedure including optical alignment and energy calibration was performed. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively without further information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the system was ablating thinner than expected. There was no patient harm and the procedures were completed without intervention with expected normal healing. There are multiple reports for this facility, this represents patient 289072 left eye and additional reports will be filed.